Manufacturer narrative:
Drive devilbiss healthcare evaluated the device. The unit shows signs of heavy wear. Rust present on handles, wheels and parts of frame. Customer complained of wheels and brake design issues which resulted in a fall. The wheels and brakes were tested on the returned unit. No issues were present with the wheels after these tests were detected. An observation was made with the right brake handle. When pressing down the brakes with the right brake handle, the brakes would not stop the wheel from moving. This was due to the excessive wear on the back right wheel that prevented the brake lever from contacting the wheel. In the instruction manual, drive recommends user's perform periodic visual inspections, to ensure that all parts and hardware are secure, that components are in good working order and not worn, torn, frayed, or loose, and that there are no obstructions or impediments to normal, safe operation.

Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user, who stated that while using the rollator, there was an unidentified "issue with the wheel," causing him to fall. He reported that he was unable to get his hands out of the handles fast enough during the fall and dislocated both arms from the shoulder sockets. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.